Manufacturer narrative:
Unable to prime during prime and a33 test due to faulty force sensor resistor gold. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and severely scratched display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and after priming the unit. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that customer was able to complete the rewind sequence but then the pump would repeatedly alarm motor error afterwards. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.